Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Manufactured according to specifications. The device was received and the positioning groove of the screw is widened. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard iso 5832-1 -d 1.4441. No product fault could be found. Our investigations have shown that the positioning groove of the screw has been widened up due to inadequate handling. The groove is expanded and damaged and therefore the plate does not pass the slotted end of the dhs -dcs screw.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, it was discovered that the sliding mechanism was not working. Reportedly it may have been that the screw was too big for the unspecified plate. This is report 1 of 1 for complaint (B)(4).